Event description:
It was reported that during testing the pump exhibited an error code. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was peeling and the lcd lens was scratched. Functional testing duplicated the reported issue. The investigation determined that an issue with the main board was the most probable cause of the reported issue. The main board was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.